Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition via the event log. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
On (B)(6) 2012 during a manual download of the device logs by a baxter technician, an increased intra-peritoneal volume (iipv) event was identified in the patient event log that occurred on (B)(6) 2012 with a drain volume of 3266ml during cycle 4. This indicates the patient drained 3266ml more than their largest prescribed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The issue of an iipv event was confirmed through event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.